Event description:
While advancing stent to renal artery via guide catheter. Stent came loose from balloon, attempted to snare stent from iliac artery. Unsuccessful. Deployed stent to left iliac artery.